Manufacturer narrative:
An event of a blood in the indicator window was confirmed. The investigation found that there was blood in the indictor window when examined at abbott and that when the seals of the device were checked, the stability layer seal leaked. The reported event of blood leaking into the device handle was concluded to be related to a potential product quality issue and is under further investigation.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was determined that on (B)(6) 2022, a 29mm navitor valve was successfully implanted using a large flexnav delivery system. An inspection of the delivery system was performed prior to use, and nothing was noted to be unusual. There were no complications during the procedure. Post implant, blood was noted in the deployment indicator window. There was no noticed damage to the delivery system. The presence of blood in this window did not interfere with the procedure. The patient was reported as stable.